Event description:
The customer reported that while the unit was in use on a patient, the ECG signal temporarily flatlined. The patient was switched to another unit and therapy was continued. No patiennt injury was reported.